Event description:
It was reported that at follow-up, increased capture thresholds and a decrease in sensing were observed. Fluoro found the lead had perforated. The ventricle pericardial effusion suspected. The patient complained of chest pain. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification.